Event description:
The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient. The patient was changed over to a non-rebreather mask. The spouse of the patient did not want the patient to go back on a bipap. The customer evaluated the device with the assistance of the remote service engineer (rse). The customer advised that he was unable to see any check vent or vent inop codes in the significant log. He had the unit run in ventilation mode for 30 minutes and no issues occurred. Biomed will be on site for further evaluation and repair. After further troubleshooting by the manufacturer's product support engineer (pse), he stated that the rt staff confirmed that the device did not shut down and it was just the patient's spouse stating it did because "it stopped breathing for her." The biomed customer could not confirm if there was an actual problem with the device. He has a field safety notice email from progressive healthcare solutions that they are scheduled for onsite service on december 19th to see if everything is functioning properly. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.